Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a lack of suction. Additional information has been requested.

Manufacturer narrative:
The customer reported event of low suction was not able to be confirmed. A follow up call was made to the customer, in which services were declined. The request for service was subsequently cancelled, as a result. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as the customer decline servicing. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that there was a lack of suction. Additional information has been requested.